Manufacturer narrative:
E1. Initial reporter phone #: b6 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic ID-b6 a patient isolate (proteus mirabilis) was misidentified as escherichia coli. The user performed bacterial culture stating that "swarming" a morphological characteristic of proteus was present. Additionally, the user performed repeat testing, receiving the same incorrect identification. No health impact or consequence reported.